Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from clevis. As a result, non-intuitive motion maybe observed the distal end. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Fa noted the root cause of this failure is attributed to a component failure. Additionally, the instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.121¿ - 0.267¿ in length and were not aligned with the tube axis. Fa noted the root cause of scratch marks/abrasions on the instrument main tube is typically attributed to misuse. No image or procedure video was provided for review. A review of the instrument log for the tenaculum forceps instrument (470207-10/n10190923 0015) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. This complaint is being reported based on the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical sacrocolpopexy procedure, the doctor felt the tenaculum forceps instrument pop inside the patient and lost control of it. The customer put the robot in emergency stop and removed the instrument without difficulty. The customer reported that no pieces fell in patient and that there were five lives left so "it¿s not old." The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.